Event description:
Impella insertion and removal procedure; intervention guide wire broke-off during removal from distal circumflex branch but was not causing issues; therefore, did not attempt to retrieve. Whisper ms 0.014".